Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is 2 of 2 mdrs for the same event (reference 3002806535-2016-00161 & 00162).

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, an acetabular revision procedure was performed on (B)(6) 2016 due to elevated metal ion levels. During the procedure, the femoral stem was removed after the surgeon could not detach the taper adapter. It was further reported that during replacement of the femoral stem, the surgeon chose to use cement on the distal portion of an uncemented stem despite being familiar with the surgical technique.